Manufacturer narrative:
Study report. Evaluation summary: the device was not returned. Inaccurate delivery may be due to numerous factors including, but not limited to, the deployed stent diameter being less than the vessel diameter resulting in the stent not properly apposing the vessel wall, inadvertent movement of the handle during deployment or when the positioning of the stent prior to deployment was not optimal. As per the rx acculink instructions for use, "stent placement - precautions: prior to stent deployment, remove all slack from the delivery system." Per section 8.8, "stent deployment - while pressing down with the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." A possible root cause for the stent jumping could be due to operational context and circumstances experienced during the procedure. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.

Event description:
Device malfunction: stent jumped. Symptoms/ae: placement of second stent. Time of malfunction/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, during deployment of the stent in a heavily calcified lesion, the stent jumped, no longer fully covering the lesion. A second stent was deployed to fully cover the lesion. There was no adverse patient sequela reported. One day post procedure, the patient was discharged to home. Although requested, there was no additional information provided.